Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician advanced the cat8 through a 10 french sheath via the right internal jugular (rij) vein and into the inferior vena cava (ivc) without resistance. While attempting to advance an indigo system separator 8 (sep8) through the cat8, the physician experienced resistance and noticed that the sep8 would not pass beyond the halfway point in the cat8. The sep8 and cat8 were then removed and upon inspection, the physician noticed that the cat8 was kinked at the mid shaft. Therefore, the procedure was completed using a new cat8, the same sep8 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received on 03/16/2017 indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.